Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm background test. There was unknown patient involvement.

Manufacturer narrative:
Evaluation codes: updated. One device was received for evaluation. Visual inspection found a broken tube seal gromment. A ¿primary audible alarm bgnd test¿ was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.